Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned without blood visible, contrast in the loosely balloon, which is consistent with preparation and balloon inflation. There were two kinks in the hypotube 5 centimeters (cm) and 27 cm distal to the strain relief tubing. The inflation device used during the procedure was not returned. An indeflator, filled with gastrografin diluted 1:1 with water, was used to inflate the balloon to the rated burst pressure (rbp) with no damage noted to the balloon and no leak noted to the catheter; the reported inflation difficulty could not be confirmed. The inflation times were taken and met manufacturing criteria. Factors that may contribute to inflation difficulty include, but not limited to, patient tortuous anatomy, leaks, damage to the balloon or inflation lumen, inflation lumen obstruction, contrast concentration, inflation technique, catheter kinks/bends, or from an interaction with accessory devices (indeflator, rotating hemostatic valve, or guiding catheter). To ensure that all products perform according to specification, all products are 100% leak tested and visually inspected for damages on the manufacturing line. Additionally, a sampling of units is destructively tested to verify inflation to rbp. There was no report of any product damages during inspection prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced. It is possible that the observed catheter kinks, if occurred prior to inflation attempt, in conjunction with the patient moderately tortuous anatomy may have caused the inflation difficulty. It is also possible that the connection between the catheter and the inflation was loose or the inflation device malfunctioned causing the inflation difficulty. It is also possible that the balloon was actually inflated but could not be visualized due to equipment and/or patient anatomy challenges because the returned balloon was observed to be loosely folded which is an indication that the balloon was inflated. However, all of these scenarios could not be confirmed. The observed catheter kinks most likely occurred during the procedure or during packing of the device for return as there was no report of damage during inspection prior to use. The cause of the inflation difficulty could not be determined; however, there is no indication of a product quality deficiency. A review of the finished product lot history record revealed no nonconforming material records associated with this lot indicating that all lot release testing met specifications. Additionally, a query of the complaint handling database for the reported lot revealed no other similar incidents reported for inflation issues.

Event description:
It was reported that for intervention to the heavily calcified, moderately tortuous, distal, left anterior descending coronary artery, the voyager nc 3.5 x 12 mm balloon dilatation catheter was prepped and soaked outside of the patient. It was attempted to use the device for post dilatation of a 3.75 x 33 mm non-abbott stent just implanted. Twelve atmospheres were applied to the balloon but it did not inflate. The device was withdrawn. Another non-abbott device was inflated for post-dilatation. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.